Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that they do not have low readings but the insulin pump is stating that they do. Customer states that the sensor and blood glucose readings are off. Customer also states that the blood glucose reading was above the threshold suspend. The blood glucose reading is 492 mg/dl. Nothing further reported.